Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) detected in the vt 1 monitoring zone. Boston scientific technical services (ts) did not know the atrial rate as this is a single chamber ICD. Anti-tachycardia pacing (atp) was provided to the patient followed by 5 shocks. The rhythm eventually terminated. Ts noted this therapy given was possibly inappropriately delivered due to the rate of the vt. Ts noted a similar previous episode the day prior. The device remains in service. No adverse patient effects were reported.